Event description:
It was reported that the patient's last refill was on (B)(6) 2015 and the next day the patient's physician sent a letter to the patient, stating that they would no longer take care of the patient's pump system after 30 dates of the date on the letter. It was noted that the clinic had taken care of the patient's implanted pump since 2008 and the patient's "outside" medicine with no problem until now. The pump system was delivering dilaudid and the patient was also taking methadone for breakthrough. The physician had stopped treating the patient because the va hospital was not paying them anymore. They went to an see another pain management physician to have their pump filled. The patient was due for a refill by (B)(6) 2015 and as of (B)(6) 2015, they had not been able to get the pump filled. They could not find a physician to touch the patient after the physicians that had been treating the patient for 7 years. The va admitted the patient into detox and had taken away all of the patient's medications. The patient had been on pain medication since 2000. It was noted that this was not the plan, the plan was to wean the patient off their medication and have the pump taken out. They were now detoxing the patient off all the medications and stated they were not going to give the patient their pain medicine. The patient was placed in the psychiatric ward and they were "filling" the patient with antipsychotic drugs and the patient was all messed up. They kept telling the patient's spouse that the patient was in withdrawal. The patient's wife stated, they knew their husband and that research of the antipsychotic drugs, and it was not withdrawal that the patient was experiencing, rather it was the medicine mimicking withdrawal symptoms. It was noted that the patient was going to be sent home with no pain medicine. It was noted that the physicians' told the patient's wife that the patient would be "going through this for 2 to 3 years." The patient has a history of post-traumatic stress disorder (ptsd), severe anxiety, severe depression, and anger issues. The patient was so weak that the patient's spouse could not get them to their doctor's appointments. (No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.)

Manufacturer narrative:
Concomitant : product ID neu_unknown_cath, serial# unknown, product type: catheter. (B)(4).